Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with basal rate and monitored five days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the device status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. No air bubble noted during testing. Device was downloaded and all bolus delivered were found at the care link report. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address or serial number label. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 417 mg/dl and 370 mg/dl. Customer states yesterday woke up and my blood glucose was pretty high , kept giving myself insulin with pump and then took a shot and then my blood glucose came down woke up this morning woke up this morning to 216 mg/dl, 256 mg/dl, 303 mg/dl and then took off the pump. Customer treated high blood glucose with injection with syringe. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Customer was unable to upload to care link at this time. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will be returned for analysis.